Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient 1 = 0.455 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat of patient 1 is <0.012 ng/ml). The affected, higher than expected patient result was not reported to the clinician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained for a single patient sample. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing and/or a reagent related issue cannot be ruled out as contributing factors. There is no evidence that the vitros eciq system malfunctioned.